Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The nurse reported, a little over a year ago, during the placement of the nasogastric tube (ng) tube, the patient with an implanted impella cardiac device, had a cardiac arrest event. It was additionally reported that as soon as they withdrew the ng tube, the impella ¿started working again¿; the patient was revived without further incident.

Manufacturer narrative:
Investigation findings-4742: appropriate term/code not available: failure to follow instructions. The sample from the reported event was not returned for evaluation, nor were any tracings provided. The investigation was conducted based on the information provided by the reporter, who reported, "during the placement of the nasogastric tube (ng) tube, the patient with an implanted impella cardiac device, had a cardiac arrest event." The cortrak's owner's manual provides warnings which indicate when the cortrak 2 enteral access system should not be used. On page 7 of the manual it states, the cortrak 2 enteral access system should not be used for patients with implanted medical devices that may be affected by electromagnetic fields. The root cause is due to user error. All information reasonably known as of 18 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.